Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm seal was unable to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The DHR for the analyzed failure "break" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The device was returned to the factory for evaluation. Signs of clinical use was and evidence of blood was observed. The delivery device was returned outside of the loading device. The loading device was observed to be broken in half vertically. The delivery device was covered in blood. The blue slide lock was disengaged and the plunger fully pressed. The tension spring assembly and the seal was already removed from the loading and delivery devices before being returned. The tension spring assembly and the seal were then examined for defects. The seal was covered in blood. There were no cracks and/or delamination present on the seal. Due to the returned condition of the delivery device in regard to the amount of blood present, the measurements of the delivery tube could not be conducted. Based upon the received condition of the device, and the results of the evaluation, the reported failure "activation problem" is not confirmed. The analyzed failure "break" is confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm seal was unable to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.